Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. Device evaluated by MFR: the sterling balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the guidewire lumen inside the balloon. Microscopic examination revealed a pinhole in the balloon 28mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the superficial femoral artery. A 6.0x200x90-hybrid sterling otw balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to rated burst pressure (rbp). The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and mildly calcified. The balloon ruptured during first inflation, and it removed from the patient carefully and slowly.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the superficial femoral artery. A 6.0x200x90-hybrid sterling otw balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to rated burst pressure (rbp). The procedure was completed with another of the same device. No complications were reported, and the patient was stable.